Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery for an ileostomy takedown, laparotomy with small bowel resections, lysis of dense small bowel adhesions and excision of scarred abdominal wall umbilical mesh. Adhesion is a known inherent risk of surgery and is listed in the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent umbilical hernia repair. A perfix plug was implanted in the patient during this repair. (B)(6) 2016: the patient underwent surgery for an ileostomy takedown, laparotomy with small bowel resections lysis of dense small bowel adhesions and excision of scarred abdominal wall umbilical mesh. On entering the patient's abdomen, the surgeon observed dense small bowel adhesions to the mesh with multiple small bowel loops intimately adherent to the mesh. Two loops of bowel were taken down, but the third loop of bowel required removal of the mesh from the abdominal wall with the section of bowel still adhered to the mesh. Because one of the loops that was taken down from the mesh appeared to have several abrasions, that segment of bowel was resected as well. The patient suffered and continues to suffer from severe pain, inflammation, and cramping, which affect his everyday life. The patient also requires ongoing physical care and treatment. The mesh implanted in the patient failed to reasonably perform as intended. The mesh caused serious injury and had to be surgically removed via invasive surgery and caused the patient debilitating complications ¿ far worse than the original hernia in which the mesh was initially implanted to treat. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, pain and suffering for severe and permanent personal injuries sustained by the patient, permanent impairment, and mental pain and suffering."